Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line became kinked, interrupting insulin. The customer's blood glucose level was between 200-300 mg/dl. Reportedly, a new cartridge was loaded to address the issue.